Manufacturer narrative:
(B)(4). The batch was manufactured february 28, 2013 - march 1, 2013. Evaluation summary: the device was received for evaluation. Visual inspection and functional testing were performed. No nonconformances were identified. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow stopped in an sv 2.5 folfusor. This occurred during a patient infusion of fluorouracil. The reporter stated that after 49 hours, it was observed that the device had not completely emptied. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates: february 6, 2013 - february 7, 2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.